Event description:
It was reported that device get damaged during surgery. There was no affectation to the patient.

Manufacturer narrative:
The meta anterior drop was returned and evaluated. A visual inspection could not identify any material deformation or damage that could cause the device to fail. Likewise, a functional examination found that all critical features worked as intended. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. Additionally, a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.